Event description:
The device developed a cuff leak while in use on a patient. When the leak occurred the patient could not be ventilated. The patient was designated to be a dnr and ini (do not resuscitated and do not ventilate) patient. The caller reported that the patient went into cardiac arrest and expired.